Manufacturer narrative:
(B)(4). One device was returned and evaluated. Visual inspection found no defects. The jaws were not stuck shut. When the handle was activated, the jaws opened and closed normally. The jaws reopened without difficulty or locking. The investigation found the device to function normally and within specifications. A device history review was completed and no entries pertinent to the customer's report were noted. Covidien could not confirm the customer's report.

Event description:
The customer reported that during a hysterectomy, the jaws od the device could not be reopened while applied to tissue. Using other instruments, the surgeon pried the device off of the tissue without and bleeding or tissue damage. There was no injury to the patient.